Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Two days after the most recent peritoneal effluent cell count was performed, the patient recovered from the peritonitis and was discharged from the hospital.

Event description:
This is a report of a home patient (hp) who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent, vomiting, diarrhea and abdominal pain as a result of the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.